Manufacturer narrative:
Result: broken and missing pieces. Customer has not been responsive at attempts to gather more specific info. A f/u will be filed if necessary upon completion of investigation. Conclusion: service tech indicated that this hospital does their own repairs, and that they had been sent parts, however, it is not yet known if the repairs have been made at this time.

Event description:
It was reported by service report that pieces of the bed are missing and broken. It is unk if there was pt involvement or if there are adverse consequences to report.